Event description:
Ous MDR - the patient suffered a syncopal episode on (B)(6) 2016, which lasted for about 1 minute, with sweating, dizziness and vomiting. The device was interrogated two days later. Rv impedance was 2700 ohms, and the trend showed unstable impedance from (B)(6), sometimes over 3000 ohms with thresholds of 4.0v@1.5ms. The pacemaker was explanted and returned for analysis. It was not reported if the lead was capped or not. No explant date was provided and no part of the lead was returned.

Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies.the header of the device was analyzed. The set screws could be easily screwed in and out. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. Rests of coagulated blood were found inside the header bores.the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction.an additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output.the impedance measurement functions of the pacemaker were inspected showing no anomalies.as of today, the lead under complaint is not available for analysis, therefore the device itself could not be investigated. In conclusion, the lead was not returned for analysis. The pacemaker was received and proved to be fully functional. The analysis did not show any deviations from the technical specifications. There was no sign of a material or manufacturing problem.should additional relevant information or the lead itself become available for analysis, the investigation will be updated.